Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at boston scientific, crm's (B)(4) laboratory, the complete lead was thoroughly inspected and analyzed. There were no signs of set screw marks on any terminal connector. Induced damaged was found to have occurred during the explant procedure, including a puncture through the trilumen insulation. The polytetrafluoroethylene (ptfe) was noted to be damaged. Additional testing concluded that the lead was electrically continuous. The clinical observation was not able to be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high, out of range shock impedances. A lead revision procedure was performed and the lead was explanted. No additional adverse pt effects were reported. The lead was to be returned for analysis.

Event description:
Subsequent information indicated that the complete lead was returned for analysis.